Manufacturer narrative:
H3,h6: the reported fast-fix 360 curved needle delivery systems, intended for use in treatment, has been returned for evaluation. Visual assessment of the device showed the actuator is in its post t2 deployment position indicating a complete deployment. No ts or sutures remain on the insertion needle, only the suture was returned. Examination of the suture showed no abnormalities. The needle is bent. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. It appears that the trigger was inadvertently advanced during deployment of t1 causing the simultaneous deployment of t2. Per the device instructions for use under warnings ¿do not push the deployment slider twice or the second implant will deploy prematurely. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. A review of the complaint and manufacturing records was performed and there were no indications that would suggest that the device did not meet product specifications upon release into distribution. H11: b5: update event description g3: update country.

Event description:
It was reported that during a meniscal repair, t1 and t2 deployed together. All ts were removed. The procedure was successfully completed without any significant delay using a back-up device. No patient injury or other complications were reported.

Event description:
It was reported that t1 and t2 deployed together. All t's were removed. The procedure was successfully completed without any significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.